Event description:
There was no pt involved in this event. The device malfunctioned in that the status indicator was not flashing. A device in the fault mode, if left undetected, could result in the device not performing as intended, if required.